Manufacturer narrative:
H3- device evaluation: lens returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent and fibre on the lens surface. Dimensional inspection found the lens to be within specifications. Corrected data. D4: primary unique device identifier (UDI) #:(B)(4) "UDI related data quality updates only". Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. In a second visit the lens was repositioned and did not resolve the problem. On a third visit the lens was explanted. On a fourth visit a replacement lens of a spherical model, same size was implanted and lri was performed for astigmatism. The problem was resolved.